Event description:
During a therapeutic bronchoscopy there was some bleeding and a pulmonary tamponade balloon was inserted into the scope. The device became "stuck" in the scope. A second device als became "stuck" in the scope. The procedure was stopped and another scope, with a larger working channel, was inserted. The tamponade balloon was used successfully and the bronchoscopy was completed. There were no reported adverse affects to the pt.